Manufacturer narrative:
Additional information has been provided in d.1., d.2., d.4., d.9., h.3., h.6., and h.11. One opened company injector was returned for evaluation for the report of a bent injector and damaged iol. A visual inspection of the iol handpiece injector was performed and was found to be nonconforming the plunger observed to be bent. A dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. Finally, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria . The evaluation does confirm the injector plunger has a bent plunger, which could result in the plunger damaging the lens. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in mar 2022. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, noticed scratch on optic upon insertion into eye , the lens was removed and a back up lens was inserted using the same handpiece, but the back up lens had a larger scratch in optic and the back up lens was removed. Third lens was placed with a different handpiece, the handpiece was noted to have bent rod. Third lens was taken out of the circulation proactively. Three lenses including two scratched lens were available for return. There was no patient harm. Additional information has been received and stated that injector was bent, damaging two intraocular lens. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).